Event description:
It was reported that bd plastipak syringe contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ oil residue. This occurrence is related to a contamination during production process caused personnel failure. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe contained foreign matter. No serious injury or medical intervention was reported.